Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The parent reported the patient was admitted to (B)(6) hospital on (B)(6) 2026, due to high blood glucose (bg) levels. The patient treatment consisted of stabilizing their bg levels. There were no further details provided related to diagnosis, specific treatment, and length of stay. Good faith efforts have been made to request additional information. If further details are provided, a supplemental report will be submitted.

Manufacturer narrative:
Please see additional information in section b5 and h6.

Event description:
The parent reported the patient was admitted to (B)(6) hospital on (B)(6) 2026, due to high blood glucose (bg) levels. The patient treatment consisted of stabilizing their bg levels. There were no further details provided related to diagnosis, specific treatment, and length of stay. Good faith efforts have been made to request additional information. If further details are provided, a supplemental report will be submitted. Additional information was received on march 2, 2026. The patient's blood glucose level at the time of hospital admission was 15.3 mmol/l (275.4 mg/dl), and reported symptoms included eye pain and vomiting. Medical staff provided treatment to stabilize the patient's acute diabetes-related condition; however, the specific medications used were not reported. The patient was hospitalized for 4 days. The patient received a diagnosis of ¿diabetiesschwung,¿ which was translated as ¿diabetes surge.¿